Event description:
Pt with end-stage renal disease was undergoing a routine outpatient dialysis treatment on 3/17/97. At 12:55pm, approx 25 minutes into the treatment, the pt began complaining of shortness of breath and was noted to be flushed in the face. Fine air bubbles, like foam, were found throughout the full length of the venous line. The dialysis machine had not alarmed. The dialysis was immediately stopped; she was placed on her left side in trendelenburg position. The pt was subsequently admitted to the intensive care unit for probable air embolism. Due to increasing respiratory difficulty, she was subsequently intubated. The pt gradually improved with treatment and was discharged on 3/20/97.